Event description:
The device broke while the pt was sleeping and two wire sections lodged in the pt's pharynx. Pt was taken to the hosp where the two wire sections were removed. The pt has recovered completely.